Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a right renal artery. The herculink elite was advanced through a 7f guiding catheter. When half the stent had passed around a calcified ledge, the stent dislodged. The delivery system was removed without resistance. An attempt was made to remove the dislodged stent by snaring it, but the stent could not be removed. The patient was sent to surgery to remove the stent by performing a cut-down in the femoral artery. The patient in doing fine. No additional information was provided.